Event description:
Patient came into our facility for a breast biopsy with the use of a hologic brevara breast biopsy system. There was a malfunction of her the needle she reported during the procedure. The team then used another brevara needle to perform the right breast biopsy. Reviewed post clip imaging and three specs were noted on patients imaging that were not there prior to biopsy. We did a full review of all of our breast biopsy cases after FDA recall of brevara breast biopsy system. High risk breast patient at our facility that has gotten a number of biopsies/breast imaging.